Event description:
It was reported that a patient's right ventricular lead exhibited oversensing as a result of noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.